Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No damage on the lcd isolation tape was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have a blank screen display even after battery cap replacement. Customer's blood glucose was 176 mg/dl, and woke up with blood glucose of 499 mg/dl 30 minutes prior to call. After troubleshooting, customer was advised that insulin pump would need to be replaced.